Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8703w (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 1999; explant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that in (B)(6) 2022 the patient began reporting a lack of relief from her it pump due to increased spasticity. Coincidently, there was also a volume discrepancy of 3 ml recorded at her (B)(6) 2022 pump refill. Due to this, as well as her catheter being 20-25 years old, a catheter dye study was ordered. This indicated that the integrity of the catheter may have been altered and there is most likely a kink. A CT of the lumbar and thoracic spine were ordered, indicating the catheter has not migrated and remained at the t7 level entering along l1,2. A catheter revision/replacement was ordered due to there most likely being a kink in the catheter. In (B)(6) 2023, she continued with volume discrepancies in her intrathecal pump along with increased spasticity. She consulted with a neurosurgeon, in which it was decided to move for ward with a catheter revision/replacement in (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# serial# (B)(6),implanted: (B)(6) 1999, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. The pump was noted as having administered compounded baclofen. When refilling the pump in (B)(6) 2022, they were expecting 6.2 ml but aspirated 9.2 ml. Due to this, as well as her catheter being 20-25 years old, a catheter dye study was ordered. A catheter access port study was attempted on (B)(6) 2022, but they were unable to aspirate. A CT scan without contrast was performed on (B)(6) 2022 and the catheter appeared intact with no indications of migration. This indicated that the integrity of the catheter may have been altered and there is most likely a kink. The entire device system was explanted and replaced on (B)(6) 2023. The outcome of the event was resolved without sequela. The device disposition was indicated as not applicable. The device diagnosis was catheter kink and the clinical diagnosis was lack of relief from the intrathecal pump. Regarding etiology, the relationship of the event to the device/therapy was possible and unrelated to the implant procedure.